Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer had sensor glucose value of 42 mg/dl. The customer stated that when she removed the sensor, it was bent. The customer declined to troubleshoot for high readings. The product was not returned for analysis.